Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device needed repair as it would not properly mesh. Event occurred during surgery. No harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the meshgraft ii mesher serial number (B)(6) by zimmer biomet japan on 19 march 2020 revealed that there was a cutter blade and side plate failure, and the two components needed to be replaced. Repair of the device was performed by zimmer biomet japan on 19 march 2020 which included replacement of the cutter, and side plate. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective action implemented a serial number logbook to correct this issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the meshgraft ii mesher serial number 6201 by zimmer biomet japan on 19 march 2020 revealed that there was a cutter blade and side plate failure, and the two components needed to be replaced. Repair of the device was performed by zimmer biomet japan on 19 march 2020 which included replacement of the cutter, and side plate. The device, serial number 6201, was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.213. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.